Event description:
It was reported that the device exhibited an o2 concentration low alarm while being used on a patient. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer did not return the device for evaluation, but they did supply the device logs for review. The logs did not show any technical failure alarms nor were any device faults observed. High rate and low o2 concentration alarms were observed and technical support (ts) advised that these alarms occurred because o2 wasn't connected at startup. Ts reviewed additional logs and confirmed that the vent was responding normally.